Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact on the customer's blood glucose level as specific values were not provided. Due to the recurring alarms, a pump replacement was initiated, and instructions were provided for returning the defective pump. Reportedly, the customer reverted to an alternate method insulin therapy.